Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation since stimulation was not able to reach the neck. Reprogramming was done but was unsuccessful. The patient underwent an ipg revision procedure and was doing well postoperatively. The device remained implanted.